Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service (ts) that a fresenius 2008t hemodialysis (hd) machine experienced ultrafiltration (uf) issues during patient treatment. The biomed stated the machine¿s uf goal and uf time had changed on its own. The uf goal was set to 2500 ml and changed to 3000 ml, while the uf time was set to 4 hours and 50 minutes and changed to 3 hours. The biomed stated that these changes happened without the staff prompting them to change. Despite the reported allegation, the biomed confirmed that there were no patient complications. In addition, it was confirmed the patient was able to complete their hd treatment. However, it is unknown if the patient had to be transferred to a different machine in order to do so. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service (ts) that a fresenius 2008t hemodialysis (hd) machine experienced ultrafiltration (uf) issues during patient treatment. The biomed stated the machine¿s uf goal and uf time had changed on its own. The uf goal was set to 2500 ml and changed to 3000 ml, while the uf time was set to 4 hours and 50 minutes and changed to 3 hours. The biomed stated that these changes happened without the staff prompting them to change. Despite the reported allegation, the biomed confirmed that there were no patient complications. In addition, it was confirmed the patient was able to complete their hd treatment. However, it is unknown if the patient had to be transferred to a different machine in order to do so. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.